Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received scs system on (B)(6) 2011. It was reported that the patient could not feel any stimulation. The lead had high impedance. An x-ray was taken and the physician reported an acute bend and possible fracture in the lead at the anchor site. The physician suggested to revise the lead and the patient decided to wait on the lead revision. No further information is available at this time.